Event description:
It was reported that the customer was hospitalized with high blood glucose after the insulin pump alarmed. The blood glucose was 6.6mmol/l. It was stated that the customer noticed the device had not given the basal, and she woke up with high blood glucose of 22mmol/l; then she gave herself a bolus. The customer thought the insulin pump was working as it should. However, she started vomiting more frequently and the infusion set was changed. The customer noticed that there was blood around the infusion set, and the insulin pump alarmed twice. The customer got worse and the paramedics came and took her to the hospital. The customer was disconnected from the device to see if the insulin was coming out, but it came out only during bolus. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen, broken belt clip slot, scratched window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.